Event description:
It was reported that at 224,488 joules while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be emitting from both the front (distal end) and the side of the fiber, resulting in a loss of tissue vaporization efficiency. Time expended: 21:58 minutes. The fiber was replaced and the procedure completed using a second surgical fiber. "Patient outcome: "no damage to the patient" - there was no injury reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild detritus adhesion; the metal cap exhibits a hole at the output window area. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.